Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, since early (B)(6) 2011 (exact date is unknown) the j-tube was hard to rinse. Patient had an x-ray on (B)(6), 2011 which indicated there was kink/knot in the intestinal tube however; at this time it was possible to rinse the j-tube. The duodopa was given in the intestinal port. A decision is going to be made on whether to exchange the tube or wait until another problem arises. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.